Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead his bundle lead exhibited short v-v intervals with high rate episodes, slightly increased rv thresholds as well as bipolar sensing noise noted. The rv his bundle lead remains in use. No patient complications have been reported as a result of this event.